Event description:
Additional surgery, fracture; I had a zimmer reverse shoulder replacement removed at (B)(6) clinic in (B)(6). During removal, the glenoid was broken in 3-5 pieces, and a month later it was discovered that my scapula had been broken in 2. I had a 10" fracture with 1" displacement. A piece of the screw also broke off and is still in my shoulder. I had surgery to repair the scapula fracture on (B)(6) 2019. I had 2 plates and 20+ screws put in my scapula. There is still a fracture at the top of the scapula and the glenoid is still broken. The metal screw part is still in my shoulder. FDA safety report ID# (B)(4).